Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. The device has not been received for investigation as it has been discarded by the hospital. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e metasul head 36 12/14 ((B)(4))) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It is reported that a patient was implanted with a metasul®, head, m, 32/0, taper 12/14 on an unknown date (ten years ago) and was explanted on (B)(6) 2017 due to pain, elevated metal ions, pseudotumor and disease progression.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend identified. Review of event description: it was reported that the patient underwent a revision surgery on (B)(6) 2017 around 10 years after implantation due to pain, elevated metal ions, pseudotumor in psoas tendon. Also noted that the leg was slightly short (approx 10mm, not considered significant). Surgeon originally intended for a full revision of all components. Synovasure test was negative for infection. Only the liner and head were removed. Cup remained well fixed. Stem in varus but well fixed. Leg assessed as stable. Review of received data: - only one undated x-ray, which is assumed to be made before the revision surgery, was received for the investigation. The x-ray has low quality and not original, but photographed from the hard copy. In the x-ray only the right hip is seen with the tha. No evidence of loosening is visible for the stem and shell. Inclination angle is not possible to be observed as the half of x-ray is not seen. Varus deformity of the stem is noticed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it has been discarded by the hospital. Review of product documentation: - the compatibility check was performed from and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea (head): - increased release of wear particles due to 3rd body wear due to particles (bone cement, ceramic particles from former revision) => possible: it is unknown if the patient had a previous revision surgery. - increased release of wear particles, loosening of components, foreign body reaction due to increased wear from articulation due to insufficient wear performance of components (material, surface, clearance) => not possible: compatibility masterfile, wear performance, and compatibility specification certify the wear performance. - increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to design => not possible: no impingement was observed. - increased release of wear particles, disfunction of joint due to dislocation, subluxation => not possible: no dislocation was reported. - inadequate rom (impingement) leading to increased release of wear particles, loosening of components, subluxation, dislocation due to wrong cup position, impingement of the skirted head with acetabular liner => not possible: no impingement was observed. - micro motion, fretting corrosion, higher crevice corrosion due to compatibility wi/wa components (tolerances of taper, different loading transfer proximal/distal) => not possible: anatomic fatigue, corrosion fatigue results , compatibility specification cover that risk. - micro motion, loss of taper connection due to frictional moments for ball heads => possible: product is not received, therefore cannot be excluded. - metal ion release - increased serum cobalt and serum chromium due to wear and metal ion release => possible: product is not received, therefore cannot be excluded. - increased wear, loss of taper connection, dislocation due to high patient activity => possible: patient activity level is unknown, therefore cannot be excluded. - mal-function of articulation, leading to excessive wear due to wrong material combinations => not possible: material combination is approved by zimmer biomet. - mal-function of articulation, leading to excessive wear due to off label use, combination with competitor products => not possible: material combination is approved by zimmer biomet. - increase particle and metal ion release, increased wear, loss of taper connection, subluxation, dislocation due to increased ante/retro-version of the stem may increase joint loading => possible: varus deformity of the stem is noticed in the x-ray which might contribute to the joint loading. - dislocation, increased micro separation due to soft tissue laxity => possible: no laxity is reported, however this risk cannot be excluded. - increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to malposition => not possible: no impingement was observed. - loss of taper connection, wear due to wrong sizing/combination (taper sizing) => not possible: material combination is approved by zimmer biomet. - increased release of wear particles due to scratches on articulation surface from surgeons => possible: it cannot be confirmed if it happened or not, therefore cannot be excluded. - increased wear, fretting corrosion (lever torque) due to patient with high body weight and bmi => possible: patient weight is unknown, therefore cannot be excluded. - failure of implant function (loosening of taper connection, increased wear from articulation) due to metasul heads are re-used against manufacturers directions provided on box labeling and IFU => possible: it is unknown if the patient had a previous revision surgery. Root cause determination using sap dfmea (insert): - adverse body reaction due to metal particles release (fretting between shell and stem) leading to soft tissue reaction due to impingement with stem => not possible, as the available information does not indicate any issue related to potential stem impingement (would have been detected during revision surgery). - release of particles eg. Metal ions, pe or ceramic particles due to inadequate material pairing => not possible, the applied product combination is tested and released by zimmer biomet. - mal-function of articulation, leading to excessive wear, corrosion, metal ion release due to off label use, combination with competitor products eg. Different inserts, not compatible screws => not possible, the applied product combination is tested and released by zimmer biomet. - increased wear, loosening or fracture of components due to patient with high body weight => possible, as no specific patient information was provided. Conclusion summary: it is reported that after 10 years in-vivo time metasul head and metasul alpha insert were revised due to pain, elevated metal ions, pseudotumor and disease progression. Synovasure test was negative for infection. Cup remained well fixed. Stem in varus but well fixed. Therefore, cup and stem kept remained. Explants, photos of the devices, surgical reports, which might confirm the reported event, were not received for the investigation. The only received x-ray hints to a varus deformity of the stem which might contribute to higher joint loading resulting in increased particle and metal ion release. Other possible causes for the reported event include 3rd body particles left between the head/liner or head/stem taper, frictional moments for ball heads, high patient activity, soft tissue laxity, scratches on articulation surface from surgeons, patient with high body weight and bmi and metasul heads being re-used against manufacturers directions provided on box labeling and IFU. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).